Event description:
It was reported that the patient reported to the emergency department (ed) complaining of dizziness for a few days. It was also reported that the ed physician noted that there was no ventricular pacing at times of a run of atrial beats. It was additionally reported that there was fluctuating right ventricular (rv) lead threshold measurements. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 553453 lead implanted (B)(6) 1998. (B)(4).